Event description:
It was reported that there was a realignment of a right knee due to patella tracking.

Manufacturer narrative:
An event regarding a realignment due to patella tracking involving a scorpio u-dome x3 patella was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical records evaluation not performed as insufficient information was provided for review. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information, further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a realignment of a right knee due to patella tracking.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.